Event description:
A customer reported a tandem mobi cartridge alarm that occurred during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer did not have a backup therapy plan and planned to reach out to their healthcare provider. Technical support confirmed the cartridge alarm and decided to replace the pump. The customer was instructed on actions for the storage and return of the malfunctioning pump and was sent a replacement by technical support.